Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch jjm945, expiration date: 07/31/2020, date of mfg.: 08/07/2015. Batch hl5234, expiration date: 07/31/2019. Date of mfg.: 10/29/2014. Batch hbz772, expiration date: 01/31/2019. Date of mfg.: 02/12/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. The package was found with pinholes in the package. Sterile suture was used to complete the procedure. There were no patient consequences reported.